Event description:
It was reported that during testing conducted prior to a surgical procedure at the user facility a piece of the trigger of the device disassembled. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.